Manufacturer narrative:
This is being reported after conducting a retrospective review. No defects were found with software. The difference between global settings vs user preference settings caused confusion and impacted the proper set-up of the preferences. System works as designed. Addtional training was provided to the reporting user.

Event description:
Merge unity pacs is a medical image and information management system that allows viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On 10/10/2015, a customer reported ((B)(4)) that reading preferences unexpectedly changed, resulting with "display images on primary monitor" and "display primary montage" enabled. This caused the primary exam on the 1+3 monitor setup to place the primary study on the color monitor which is hidden from view because the electronic requisition was maximized and covered the primary exam from view. The physician stopped when he noticed that the exam he was viewing as the primary was really the comparison. Had he continued, the system would have issued a popup warning message which lets them know that not all images have been viewed. Also, the non-primary images are highlighted "other" by the system. This problem was identified as a potential safety complaint because it caused user confusion. No known patients were harmed due to this complaint. The physican noticed the issue before making the mistake of reading the comparison exam thinking it was the primary.